Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During support, optical signal malfunctioned was observed. The decision was made to explant the device. The patient survived the procedure.

Manufacturer narrative:
The investigation has been completed for the reported issue of optical signal issue. The device was not received for evaluation. The root cause of the optical signal issue was unable to be determined as no product was returned for analysis. This report is being filed as part of a retrospective review of historical records.